Manufacturer narrative:
A steris service technician inspected the sterilizer and found a pinhole in the steam to jacket line. The room in which the sterilizer is located is very small and when the steam leaked from the pinhole it activated the heat detector alarm. The technician replaced the steam to chamber brass piping and cooling water line and confirmed the unit to be operational.

Event description:
The user facility reported that steam emitted from the top of the sterilizer subsequently activating a heat detector alarm and dispatching the fire department. No injuries or procedural delays/cancellations reported.